Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The patient advocate stated that the device battery has been in eight years and getting the near end. Boston scientific technical services (ts) explained longevity projections. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The patient advocate stated that the device battery has been in eight years and getting the near end. Boston scientific technical services (ts) explained longevity projections. This device remains in service. No adverse patient effects reported. Additional information was obtained indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.